Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon fired the gold reload. The staples were malformed and staple line opened up. Surgeon had to over suture the opening. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.the device was not received for analysis; therefore, an investigation could not be performed. We did not receive a valid batch number or lot number so therefore we were unable to review the manufacturing records.